Event description:
It was reported that in the cancer center room 844, there was an unspecified leak from a hole in the pumping segment. Although requested, no additional information about medication/fluid, event, or patient demographics provided except there was no known patient harm.

Manufacturer narrative:
The customer¿s report of a leak from a hole in the pumping segment was confirmed. Visual inspection of the set noted no damage or any anomalies. Functional testing confirmed leaking from a small hole at the top of the silicone segment. The source of the leak is due to a small hole damage in the silicone pump segment near the upper fitment. The root cause of the hole damage was not determined.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. Concomitant medical product: 100 ml baxter bag lot p374652, exp aug 2019. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that in the cancer center room (B)(6), there was an unspecified leak from a hole in the pumping segment from. Although requested, no additional information about medication/fluid, event, or patient demographics provided except there was no known patient harm.